Event description:
Info received indicates the brake will not hold on the bed.

Manufacturer narrative:
The hill-rom technician replaced the brake bearings, stiffener plate and a worn brake/steer caster to repair the bed.